Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl, 500 mg/dl and 600 mg/dl and current blood glucose level was 375 mg/dl. The customer reported that the customer went to health care professional for hip replacement and was given cortisone shot and was told that because of it the blood glucose level could be high however, the customer said he had high blood glucose lately. The customer had symptoms related to high blood glucose level such as vomiting once and sweating. The customer was treated with insulin pump and injection shot. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that there was blood at site when inserted infusion set. The insulin pump will not be returned for analysis.